Event description:
Note: *the wallflex stent is addressed by manufacturer report # 3005099803-2010-03809. *the extractor balloon is addressed by manufacturer report # 3005099803-2010-03776. It was reported to boston scientific corporation that an extractor rx retrieval balloon was used to clear an obstructed wallflex biliary rx covered stent that was placed within the common bile duct as part of the e7016 wallflex biliary fc benign stricture study. According to the complainant, on (B)(6) 2010, the patient underwent a biliary stent placement for a mid biliary stricture secondary to a liver transplant. The stricture had been previously dilated with a plastic stent, which was removed prior to this procedure. A sphincterotomy was not performed during the procedure, and the physician was able to successfully deploy the stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced elevated levels of bilirubin. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and revealed the stent was occluded with food and debris. While attempting to clear the stent with an extractor rx retrieval balloon (device model, catalog number, and lot number unknown), the stent "fell out." The stent was removed with grasping forceps, and the debris was cleared from the bile duct using the balloon. There were no complications during the stent removal, and there was no additional stricture in the duct. There was no alleged malfunction of the extractor rx retrieval balloon used in the procedure; however, post stent removal, bilirubin levels were still elevated. On (B)(6) 2010, an ercp was performed; debris was cleared from the common bile duct and a papillotomy was performed. A plastic stent (unknown brand/model) was placed to maintain drainage. Since the patient was un-enrolled from the study, additional information regarding her condition is unavailable.

Manufacturer narrative:
(B)(4) (medical intervention required, elevated bilirubin level). (B)(4) stent blocked. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: the wallflex stent is addressed by manufacturer report # 3005099803-2010-03809. The extractor balloon is addressed by manufacturer report # 3005099803-2010-03776 it was reported to boston scientific corporation that an extractor rx retrieval balloon was used to clear an obstructed wallflex biliary rx covered stent that was placed within the common bile duct as part of the (B)(4) study. According to the complainant, on (B)(6) 2010, the patient underwent a biliary stent placement for a mid biliary stricture secondary to a liver transplant. The stricture had been previously dilated with a plastic stent, which was removed prior to this procedure. A sphincterotomy was not performed during the procedure, and the physician was able to successfully deploy the stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced elevated levels of bilirubin. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and revealed the stent was occluded with food and debris. While attempting to clear the stent with an extractor rx retrieval balloon (device model, catalog number, and lot number unknown), the stent "fell out." The stent was removed with grasping forceps, and the debris was cleared from the bile duct using the balloon. There were no complications during the stent removal, and there was no additional stricture in the duct. There was no alleged malfunction of the extractor rx retrieval balloon used in the procedure; however, post stent removal, bilirubin levels were still elevated. On (B)(6) 2010, an ercp was performed; debris was cleared from the common bile duct and a papillotomy was performed. A plastic stent (unknown brand/model) was placed to maintain drainage. Since the patient was un-enrolled from the study, additional information regarding her condition is unavailable.

Manufacturer narrative:
A visual examination of the returned device found a number of holes in the stent cover and that the stent wires at the retrieval loop end of the stent were damaged. In addition, areas of possible tissue ingrowth/overgrowth were present at the distal and proximal ends of the stent and a dark brown material was present inside of the stent from the middle to the retrieval loop end. Only the stent was returned for evaluation; the stent delivery system was not returned. The condition of the returned device was consistent with the complaint incident. During manufacturing, the stent devices are 100% inspected and the stent and stent cover damage, and the presence of the dark material and areas of possible tissue ingrowth/overgrowth are likely due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: the wallflex stent is addressed by manufacturer report # 3005099803-2010-03809. The extractor balloon is addressed by manufacturer report # 3005099803-2010-03776 it was reported to boston scientific corporation that an extractor rx retrieval balloon was used to clear an obstructed wallflex biliary rx covered stent that was placed within the common bile duct as part of the (B)(4) study. According to the complainant, on (B)(6) 2010, the patient underwent a biliary stent placement for a mid biliary stricture secondary to a liver transplant. The stricture had been previously dilated with a plastic stent, which was removed prior to this procedure. A sphincterotomy was not performed during the procedure, and the physician was able to successfully deploy the stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced elevated levels of bilirubin. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and revealed the stent was occluded with food and debris. While attempting to clear the stent with an extractor rx retrieval balloon (device model, catalog number, and lot number unknown), the stent "fell out." The stent was removed with grasping forceps, and the debris was cleared from the bile duct using the balloon. There were no complications during the stent removal, and there was no additional stricture in the duct. There was no alleged malfunction of the extractor rx retrieval balloon used in the procedure; however, post stent removal, bilirubin levels were still elevated. On (B)(6) 2010, an ercp was performed; debris was cleared from the common bile duct and a papillotomy was performed. A plastic stent (unknown brand/model) was placed to maintain drainage. Since the patient was un-enrolled from the study, additional information regarding her condition is unavailable. Additional information received since june 29, 2011. According to the complainant, on (B)(6) 2010, the patient experienced cholangitis. On (B)(6) 2010, the event was considered resolved without residual effects. Adjudication results are as follows: the event of biliary stent obstruction with an onset date of (B)(6) 2010 is considered related to the study stent. The event is not considered related to the study stent removal as the stent was still in situ. The event of cholangitis with an onset date of (B)(6) 2010 is considered related to the study stent. The event is not considered related to the study stent removal as the stent was still in situ. The event of the reintervention performed on (B)(6) 2010 is considered related to the study stent. The event of elevated bilirubin with an onset date of (B)(6) 2010 is considered related to the study stent. The event is not considered related to the study stent removal as the stent was still in situ. The event of the reintervention performed on (B)(6) 2010 is considered related to the study stent.

Manufacturer narrative:
Study source: (B)(4) study. Foreign source: (B)(6). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and although the device was used contrary to the directions for use, it was used in accordance with the (B)(4) study protocol. The most probable root cause is an anticipated procedural complication.

Event description:
Note: the wallflex stent is addressed by manufacturer report # 3005099803-2010-03809. The extractor balloon is addressed by manufacturer report # 3005099803-2010-03776 it was reported to boston scientific corporation that an extractor rx retrieval balloon was used to clear an obstructed wallflex biliary rx covered stent that was placed within the common bile duct as part of the (B)(4) study. According to the complainant, on (B)(6) 2010, the patient underwent a biliary stent placement for a mid biliary stricture secondary to a liver transplant. The stricture had been previously dilated with a plastic stent, which was removed prior to this procedure. A sphincterotomy was not performed during the procedure, and the physician was able to successfully deploy the stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced elevated levels of bilirubin and cholangitis. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and revealed the stent was occluded with food and debris. While attempting to clear the stent with an extractor rx retrieval balloon (device model, catalog number, and lot number unknown), the stent "fell out." The stent was removed with grasping forceps, and the debris was cleared from the bile duct using the balloon. There were no complications during the stent removal, and there was no additional stricture in the duct. There was no alleged malfunction of the extractor rx retrieval balloon used in the procedure; however, post stent removal, bilirubin levels were still elevated. On (B)(6), 2010, an ercp was performed; debris was cleared from the common bile duct and a papillotomy was performed. A plastic stent (unknown brand/model) was placed to maintain drainage. Since the patient was un-enrolled from the study, additional information regarding her condition is unavailable.